Manufacturer narrative:
The retain samples from lots 0j01392 (mfg date: 09/01/2010, exp date: 09/30/2012) and 1a00450 (mfg date: 01/01/2011, exp date: 01/31/2013) were examined. Components were present, assembled properly and consistent with product specification requirements. There was no evidence of any manufacturing defect or out of specification condition. Components used to manufacture these lots were approved for use. The batch record review of these lots found no objective evidence of discrepancies related to the complaint issue. The initial reporter was initially unable determine the lot number of the reported device; two lot numbers were provided. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the dressings were applied to the incision following a total knee replacement. Prior to application, it was allegedly confirmed the patient was not on steroids, did not have thin skin and was not diabetic. The post-operative wound was approximately 10-14 inches. The user facility indicated a "cooling device" was placed on top of the dressings. The patient developed blistering on edge and underneath the dressing. Upon removal of the dressing, the skin was torn. No further information was reported.